Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m31 air detected in cassette warning during dwell 1 of 3. We were unable to clear the message. When we opened the cassette door, there was a fluid leak. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown source. Patient was advised to discontinue use of the cycler for tonight and to retry again tomorrow night. Patient will revert to manuals. Patient was advised to contact her pd nurse since she was unable to complete the treatment. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the fluid leak was determined to be from the cassette. The cause of the leak was unknown. The pdrn stated the fluid leaked into the pump module area and on the external of the cassette. The pdrn confirmed there was no fluid leak noted from the tubing lines or solution bags during treatment. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m31 air detected in cassette warning during dwell 1 of 3. We were unable to clear the message. When we opened the cassette door, there was a fluid leak. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown source. Patient was advised to discontinue use of the cycler for tonight and to retry again tomorrow night. Patient will revert to manuals. Patient was advised to contact her pd nurse since she was unable to complete the treatment. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the fluid leak was determined to be from the cassette. The cause of the leak was unknown. The pdrn stated the fluid leaked into the pump module area and on the external of the cassette. The pdrn confirmed there was no fluid leak noted from the tubing lines or solution bags during treatment. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.